Manufacturer narrative:
Philips received a complaint on the tempus ls indicating that device displayed "defibrillator pacing module hardware failure" message during preventive maintenance . The complaint was escalated for technical investigation, received by schiller and tested. The results indicate that the ECG port was disconnected from the cable. This defect inhibits pacing and other features (since no ECG signal). The disconnection is a result of wear and tear and the way the customer removes the ECG connector. The reported problem was confirmed the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement device to resolve the issue. The faulty device after repair will be sent to the loaner pool. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the device had a dmp hardware failure during preventative maintenance. No patient involvement.